Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was in 500s mg/dl, 372 mg/dl, 512 mg/dl. Customer¿s current blood glucose was 541 mg/dl. The customer did experience any symptoms such as thirsty, very weak and tried a result of high blood glucose. The customer was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. The insulin pump will not be returned for analysis.